Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The numbers on the insulin pump's screen continued to scroll and did not stop. They were unable to clear the button error alarm. Customer's blood glucose level was 259 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.